Manufacturer narrative:
(B)(4). The complaint device was not returned by the customer. However, three photos of the product were provided which were used to perform a photo evaluation. If the complaint device is returned later, the investigation will be opened in order to address the additional evidence. The photos of the product were visually inspected and found one catheter damaged, the distal section of the device was buckled/accordion. Residues were noted indicating use and handling. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that hemobilia/bleeding into the biliary tree occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified biliary. A flexima¿ catheter was selected for use. During placement of the catheter, there was server difficulty. After 40 minutes of attempting to place the catheter, an amplatz superstiff rope was used and the catheter was able to progress. At which time it was noted the catheter damaged and plugged. The device was removed from the patient and the procedure was completed using a 8.5f non bsc device. It was noted the patient experienced hemobilia which was self-limited with the change of catheter of greater french size. No further patient complications were reported and the patient's status was stable.